Event description:
It was reported that the patient presented with noise on their right ventricular (rv) lead. No programming changes or intervention took place to address the issue. The patient was in stable condition.